Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included hydrochlorothiazide (hctz) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device dislocation ("migration") and hypertension ("high risk pregnancy due to hypertension"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, device dislocation and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for hypertension and pregnancy with contraceptive device with essure. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion hospitalization and other serious (important medical event) and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Had high risk pregnancy and to be induced 2 weeks early because of htn. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmation of tubes closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included hydrochlorothiazide (hctz) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device dislocation ("migration") and hypertension ("high risk pregnancy due to hypertension"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for hypertension and pregnancy with contraceptive device with essure. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion hospitalization and other serious (important medical event) and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Had high risk pregnancy and to be induced 2 weeks early because of htn. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmation of tubes closed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this duplicate case will be deleted from bayer pv data base. Since this case was found to be duplicate of case: (B)(4). Duplicate case identified with fu information. All the relevant information was transferred to the remaining case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included hydrochlorothiazide (hctz) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device dislocation ("migration") and hypertension ("high risk pregnancy due to hypertension"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, device dislocation and hypertension outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for hypertension and pregnancy with contraceptive device with essure. The reporter considered device dislocation to be related to essure. The reporter commented: serious injury criterion hospitalization and other serious (important medical event) and event date (B)(6) 2013 were reported, but not specified and/or assigned to one of the events. Had high risk pregnancy and to be induced 2 weeks early because of htn. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirmation of tubes closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.